Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #1226348-2018-00660. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a codman 3000 pump (ap03000h/15501) that had been implanted on (B)(6) 2017, was explanted from a patient due to infection. The patient presented with redness, pain, swelling, and warmth around the pump on (B)(6) 2018 and it was noted that the patient had an infected pump pocket. The infection was located on the patient¿s skin and soft tissues. In addition to explanting the pump, the patient¿s infection was treated with IV abx and po abx. The infection resolved on (B)(6) 2018. The patient was not implanted with a new pump and the patient¿s status is currently improving as the cancer is in remission and hepatic insufficiency. Glycerol was in the pump at the time of explant. Reportedly, the patient has a medical history of cholangio ca, obesity, hepatic insufficiency, depression, anxiety, and cdif infection.

Manufacturer narrative:
Product complaint # (B)(4). Conclusion: codman 3000 pump, serial number (B)(4), was received for evaluation; however, there were no alleged device malfunctions. Therefore, a device investigation is not required. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.